Event description:
Boston scientific received information during a routine device check, a stored episode with noise was observed. Ventricular fibrillation (vf) markers were noted with a flat shock channel. Pacing inhibition greater than two seconds was observed. The patient was reportedly in bed at the time this episode occurred. Clinic staff assisted the patient with isometric exercises, noise was seen on the electrograms, however, was not sensed and pacing inhibition was not reproduced. Upon further review of recorded electrograms, noise was observed intermittently for approximately the previous six months. Additional information was sought from the local area sales representative, and the physician had elected to continue monitoring the device system.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.